Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in heater door broken. There was no patient involvement.

Manufacturer narrative:
Additional information was provided that it was reported that the radiant heater door was not closing / broken / damaged. There was no patient injury or harm reported. Device is designed to alert caregiver with a visual and audible alarm for failure of heater door movement. Good clinical practice and labelling instructs user to perform pre-use checkout prior to use for any damaged or missing parts. If broken or damaged, device should not be used on infant. Parts that are broken, missing, distorted should be replaced immediately.